Event description:
It was reported to boston scientific corporation that a dual lumen ureteral catheter was used during a procedure performed on (B)(6) 2019. According to the complainant, the catheter fell apart. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 05aug2019. Note: this report pertains to one of two dual lumen ureteral catheters used in the same patient and procedure. It was reported to boston scientific corporation that two dual lumen ureteral catheters were used in the ureter during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, the y-junction of the catheter break apart and both of the tips fell off. The same issue occurred with the second dual lumen ureteral catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Additional information: block b5, e1, h10. Block d4, h4: the complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. Block h6: problem code 1069 captures the reportable event of catheter break. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Block h11: correction:bsc aware date is 08jul2019 based on the additional information received on 05aug2019.

Manufacturer narrative:
The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dual lumen ureteral catheter was used during a procedure performed on (B)(6) 2019. According to the complainant, the catheter fell apart. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.